Event description:
The customer stated, she received a blood glucose reading of 220 mg/dl from her contour meter and a reading of over 500mg/dl from her doctor's meter. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. The customer was advised to return the test strips for evaluation. Replacement strips were sent to the customer.

Manufacturer narrative:
Reagent information cannot be provided as customer's bottle of strips has a prescription label over the information.